Event description:
(B)(4). Same patient as 2134265-2012-03470. It was reported that post a coronary artery stenting treatment procedure, a myocardial infarction occurred. Lesion 1 was located in the mid left anterior descending (mid lad) artery with 60%-70% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 2.75 x 12 mm taxus liberte stent, with 9% residual stenosis. Lesion 2 was located in the proximal left anterior descending (prox lad) artery with 60%-70% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.00 x 12 mm taxus liberte stent with 9% residual stenosis. The subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with chest pain radiating to arms. EKG revealed lateral st depression. Subsequently, the patient was diagnosed with a non st elevated myocardial infarction and hospitalized on the same day. Lab investigations revealed elevated troponin I levels at 0.72 ng/ml (uln-0.50 ng/ml). Cardiac catheterization was recommended. In (B)(6) 2012, the proximal stent was patent. The 75% ostial stenosis in proximal lad and 95% in-stent restenosis in mid lad was treated with coronary artery bypass grafting- lima to lad, saphenous vein graft to lad, saphenous vein graft to om, saphenous vein graft to pda. The event was considered recovering/resolving and the patient was discharged with aspirin.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).